Event description:
It was reported that the customer experienced high blood glucose levels which could not be lowered using the insulin pump. The blood glucose reading was over 600 mg/dl, which the customer treated with a manual injection of 10 units of insulin. The blood glucose reading had increased from 383 mg/dl to 461 mg/dl overnight prior to the call. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was noted. The device passed the high pressure test as well. Explained that high blood glucose levels are often caused by infusion set or insertion site issues. Advised the customer to change the entire infusion set, reservoir and insulin, and to monitor the insulin pump. Advised that the device was working as designed. Customer's wife advised that she would treat with manual injections and the insulin pump and call back if the blood glucose was still high. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.